Manufacturer narrative:
Other applicable components are: product ID 8709, lot# l78723, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine and clonidine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient reported that the pump incision never healed. The patient had an infection in the pump pocket and the catheter track. The patients pump and catheter were removed in (B)(6) 2016. The patient had redness and at (B)(6) 2016 a blister developed on top of the pump and the blister busted 5 weeks later and there was infection all over the pump. The patient stated that they removed the pump first and then the infectious disease doctor stated they should remove the catheter also. A week later they went in and removed the catheter too. Per the patient there was infection on the catheter too. The healthcare provider left the little portion of the catheter that goes into the spine only. The patient was on both oral and IV (intravenous) antibiotics. The patient stated that once the pump and the catheter were removed the pain went away. The patient reported he feels the infection was resolved but has all kinds of scar tissue in there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.